Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 22.7 mmol/l. Customer stated insulin pump alarmed failed battery alarm and software error. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.